Event description:
A customer reported to a baxter corporate quality manager of a vented continu-flo solution set in which the check valve was broken. The bottom portion of the check valve appeared to have snapped off at the bottom of the lower disk. It is unknown when the condition occurred. There was no report of patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review could not be performed as the lot number is unknown. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: a sample was returned for evaluation. A visual inspection was performed and revealed that the inlet port of the check valve had broken off. No further testing was performed. The reported condition was confirmed. The root cause was not determined.